Manufacturer narrative:
(B)(4).

Event description:
During catheter insertion, the guidewire unraveled. A second device was used and the same issue occurred. A third device was successfully placed. No patient harm reported. The patient's condition is reported as fine.

Event description:
During catheter insertion, the guidewire unraveled. A second device was used and the same issue occurred. A third device was sucessfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.